Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: a very sick patient was attended by two nurses. Nurse 1 was infusing ivig, but the pump kept alarming due to air bubbles, masking the fact that the norepinephrine (norepi) had gone to tkvo. The patient's blood pressure dropped, revealing the norepi bag was empty. With mds present, 100 mcg of phenylephrine (phenyl) was administered, and a second norepi infusion was started at twice the rate. The patient's maps dropped to 40, and they became tachycardic to 160, nearing peri-arrest. Another 100 mcg of phenyl was given, and the blood pressure stabilized. Without the mds, a code blue would have been necessary. The b braun rep was not called due to the patient's critical condition.